Manufacturer narrative:
Retainer = black customer returned the insulin pump for an alleged pump error 43 alarm during rewind found on (B)(6)2021. The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device history and trace files were successfully downloaded using thus. There were no unexpected pump error 43 alarms noted during testing and a review of the downloaded history files reveals on (B)(6) 2021 there were ten (10) pump error 43 alarms between 04:57 and 05:43 that occurred. Device was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2) and force sensor however, found corrosion on the motor home switch. Pump error 43 alarms that are found in the history files are due to the corroded motor home switch. A test p-cap locks into the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, serial number label fading, and pillowing keypad overlay. Pump error 43 alarms during rewind are confirmed. No pump error 43 alarm during testing however, the pump error 43 alarms that are found in the history files are due to the corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customer was unable to clear the alarm. Customer stated that pump was exposed to high magnetic environment. The troubleshooting was performed. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.